Manufacturer narrative:
Retainer ring = black customer complained about having blank display/moisture damage on the insulin pump on 08/01/2021. The thus download was successful. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted in the pump trace download. Device passed the active current measurement, self test and displacement test. No blank display noted during testing. High sleep current measurement found during testing. Device was received with partially broken retainer, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. Severe moisture damage found on 40 pin lcd flex cable copper connector traces and j1 connector on pcb2. Cleaned/dried the moisture damage area and tried again. The sleep current is still high. Swapped the pcb1 with a test board and powered up. The problem is still the same. Repeated swapped the pcb2 with a test board. The sleep current measured at which is passed. In conclusion, blank display was not confirmed. However, high sleep current noted during testing due to moisture damage. Moisture damage was confirmed. Cracked case found on the back of the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Customer stated that pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.